Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in the cardiovascular intensive care unit (cvicu) with a multitude of issues. The patient was intubated and was being treated for right heart failure, pulmonary hypertension, and volume overload. A ramp echocardiogram was performed on (B)(6) 2022 and there was a question as to whether the pump was operating correctly. The controller was changed out. There was a high spike in power shortly after the controller exchange which is indicative of an ingestion event. The controller will not be sent back as it was functioning appropriately and no change in parameters or patient condition was noted afterwards. The controller will remain as his backup. The patient had a computed tomography angiography (cta) of the chest, abdomen, and pelvis that was negative for thrombus/occlusion at 19:00 on (B)(6) 2022. Log file analysis contained the ramp study as well as 3 pulsatility index (pi) events. Some un-sustained power fluctuations were also noted during the set speed changes. Additional log file review captured low speed advisories due to the fixed speed being at 5800 rpm and the low speed setting at 6000 rpms. This was corrected at the end of the file by setting the low speed setting to 5400 rpms.

Event description:
Additional information stated that intravenous medication was given for the right heart failure, pulmonary hypertension, and volume overload. The patient was discharged home.

Manufacturer narrative:
Manufacturer's investigation conclusion: although transient power elevations were confirmed through review of the submitted log files, the elevations corresponded to increases in set speed made during the reported ramp echocardiogram. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, pulmonary hypertension, and volume overload could not conclusively be established through this evaluation. The submitted controller event log files captured several changes to the set speed on 24nov2022, consistent with the reported ramp echocardiogram. The file also captured transient elevations in pump power on 24nov2022 that corresponded to the increases in the set speed, per design. The pump power decreased when the set speed was decreased. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. Section 6, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Section 6 (under ¿caution!¿) further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Section 6 also explains that post-implantation hypertension may be treated at the discretion of the attending physician. No further information was provided. The manufacturer is closing the file on this event.